Event description:
The customer reported a fluid leak of approximately 10 milliliters from the reagent probe of a unicel dxc 600i synchron access clinical system. Customer noted calibration and quality control issues prior to the leak. The leak was not contained within the instrument. The customer found fluid on the reaction wheel cover and observed a large puddle of fluid under the instrument of approximately 100 milliliters in volume. The customer was wearing personal protective equipment consisting of gloves and lab coat at the time of event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer evaluated the instrument and observed leaking from the wash collar assembly when priming due to the wash collar solenoid valve. The wash collar solenoid valve was replaced to resolve the leak, calibration and quality control issues. The field service engineer verified instrument operation. (B)(4).